Event description:
It was reported that during pre-implant testing, the helix mechanism did not move out slightly, it jumped out. The physician felt the mechanism was blocked. It was also reported that the physician still attempted to implant the lead however; there was no sufficient electrical values after multiple attempts were made. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead was damaged at implant.